Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with diaphragmatic stimulation. Upon interrogation, it was noted that diaphragmatic stimulation was exhibited by the left ventricular - lv lead. The lv lead was capped and replaced (B)(6) 2020. The patient was in stable condition was in stable condition during and after the procedure.